Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial undersensing noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.